Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part#398.41, lot#t994363, manufacturing date: 24-jul-2013, review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 23-jul-2013. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016 during an intraoperative bilateral open reduction procedure, that one of the depth gauge for 2.0 mm and 2.4 mm screws are loose and the other depth gauge has a tight fit and is sticking; not sticking to any particular instrument. The reduction forceps with points broad-ratchet is loose and the other will not hold. The procedure was successfully completed with no surgical delay reported. The outcome status of the patient is good. This complaint involves 4 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation was completed for part # 398.41. Two reduction forceps w/ point (part # 398.41, lot # t994363 & a7na20) were returned for investigation and reported to be loose/not holding. A visual inspection, device history records review and drawing review were performed as part of this investigation. The devices were received with the tip bent and deformed such that they do not conform to specifications. Additionally, the ratchet is worn and does not adequately hold. The balance of the instruments are functional without any issues and only slight fading of the laser etchings. The cause of the complaint condition is unknown, but it is likely that wear from repeated use contributed to the complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. No product design issues or discrepancies were observed. This complaint is confirmed. The returned instruments is part of the small fragment instruments and implants set and is utilized in various procedures for fracture reduction. This information is provided per the small fragment locking compression plate (lcp) system technique guide. The cause of the complaint condition is unknown, but it is likely that wear from repeated use contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.